Manufacturer narrative:
The patient's meter was returned for investigation. The returned meter was measured with master lot strips in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Master lot and retention meter: marcumar 3: 2.4 inr, marcumar 4: 1.7 inr. Retention strips and customer meter: marcumar 3: 2.3 inr, marcumar 4: 1.6 inr. The maximum difference between measurements with the same blood sample was 0,1 inr, the maximum difference between measurements with the same blood sample was 4%. Returned customer material and retention material complies with specification. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. Roche diagnostics has issued a recall for this issue. Please refer to medwatch field correction/removal report no.

Manufacturer narrative:
Occupation is lay user/patient. This event occurred in (B)(6).

Event description:
The customer complained of discrepant inr results on coaguchek xs meter with serial number (B)(4). The customer tested at 9:32 p.m. With a result of 4.6 inr. The customer tested 2 more times using different fingers and got a result of 3.1 inr at 9:35 p.m. And 3.3 inr at 9:40 p.m. The customer's therapeutic range is 2.5 - 3.0 inr. There was no allegation that an adverse event occurred. The meter and test strips were requested for investigation, however, the customer no longer has the test strips to return. Relevant retention test strips (lot 294944) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The meter was returned. The test strips were not returned.